Manufacturer narrative:
Patient city: (B)(6). Patient country: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in greece on 01 may 2024, it was reported that there was tubing detachment. No further information available